Event description:
A malfunction was reported by a customer in france, who experienced an issue with a device, notably described as malfunction: 16-0x20e6. There was no reported impact on the customer¿s blood glucose level. No additional information was provided.